Event description:
Information received indicates the trendelenburg function is inoperable.

Manufacturer narrative:
The technician found two missing bolts in the trend mechanism. The technician replaced the bolts to repair the bed.